Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient did not report the issue until (B)(6) 2016. She missed a pump refill on (B)(6) 2016 and the pump went empty, so she was sent in for a dye study. The patient did not was the pump in and was noted to want oral medications. The pump was explanted by a surgeon and no print outs were available except for the last one. The patient was receiving 20.0 mg/ml morphine at 4.996 mg/day and that was changed on (B)(6) 2016 to 20.0 mg/ml morphine at 5.255 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was not getting relief on an unknown date. A dye study was performed and was good. No environmental, external, or patient factors were noted to have led or contributed to the issue. It was noted that the catheter was explanted and the issue was resolved. No other actions or interventions were taken. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.